Event description:
During an endoscopic ultrasonography with fine needle aspiration (eus fna), the physician used a cook endoscopy echo tip ultra endoscopic ultrasound needle. The thumbscrew separated from the safety lock ring during use. With the thumbscrew in this position, this allows the safety ring to move freely in either direction and the ring will not lock the needle into place. This could have led to extending the needle beyond what the user intended. Another echo-1-22 was used to complete the procedure. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected product has not yet arrived at cook endoscopy for evaluation. The product is en route to cook endoscopy. A follow-up MDR will be submitted within 30 days of receiving the product. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this percentage, the likelihood of this type of report is rare. Conclusions: separation of the thumbscrew from the safety lock ring can occur if loosening of the thumbscrew is continued to the point of full separation. This is the most likely cause for the reported observation. The instructions for use direct the user to adjust needle length by loosening the thumbscrew on the safety ring. The user is directed to advance the needle until the desired reference mark for needle advancement appears in the window of the safety ring. The user is then instructed to tighten the thumbscrew to lock the safety ring in place. Prior to distribution all echo tip ultra ultrasound endoscopic needles are subjected to a visual and functional inspection to ensure device integrity. The thumbscrew of the safety ring on the handle is loosened and tightened during this inspection. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Quality assurance will continue to monitor for complaint trends.